Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient husband contacted lifescan (lfs) (B)(4) alleging that his wife's onetouch verio iq meter was reading inaccurately high compared to a true track meter. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged meter issue first occurred. On an unspecified date/time, the patient reportedly obtained a blood glucose reading of "29.5 and 32mmol/l" with the subject meter and "10.2mmol/l" with the true track meter, performed within 30 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (09/03/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 8/13/2013 and 8/29/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (09/19/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on 9/13/2013 with the following findings: the meter passed testing, met specification, and no faults were found; pa was unable to duplicate the complaint.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.